Event description:
It was reported that the customer experienced a blood glucose (bg) level of 31 mg/dl and a loss of consciousness. Reportedly, customer delivered multiple corrections to try to resolve a prior bg level. Subsequently, customer was hospitalized. Bg was treated with intravenous saline. Reportedly, the customer was released on 06/13/22 with the issue resolved and no permanent damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.